Manufacturer narrative:
Unit passed displacement test. However, unit alarmed a33 during prime due to faulty fsr (gold). Unable to perform self test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump suddenly vibrates and turns itself off. The customer¿s blood glucose level was unknown. The customer stated that they changed battery but issue was not resolved. The insulin pump will not be returned for analysis.